Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise on the right ventricular lead was noted. The device was capped and a new lead was implanted to resolve the issue.the patient was in stable condition.

Manufacturer narrative:
The reported event of over-sensing noise was confirmed. As received, a complete lead was returned in two pieces. One lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted on piece b, proximal to suture sleeve impression region. The cause of the reported event was isolated to this lead-to-can external insulation abrasion. Electrical tests that could be performed on these pieces did not find discontinuities on any conduction paths. No short found on piece a. A short was noted on piece b due to explant damage. Other damages on these pieces were consistent with procedural damages.

Event description:
Additional information indicated the lead was explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise on the right ventricular lead was noted. The device was explanted and replaced to resolve the issue. The patient was in stable condition.